Event description:
Pump was running lipids at the indicated rate of 16.7ml/hr. This medication was supposed to infused over 12hrs. This infusion was started at 1715. At about 2230- rn was in the pt's room and it was still running at indicated rate, with still about half the infusion to go. At around 2330- a coworker noticed that the pump was beeping indicating that the infusion was completed. When I went to check- bag of infusion was completely drained. Upon checking the pump's settings- the pump still showed the correct settings, indicating there should be still about 6hrs left to go.